Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the arm of the acrobat-I stabilizer did not work smoothly, swivel of the arm was very difficult. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported lot number. There was no nonconformance recorded in the lot history related to complaint defect. (B)(4).